Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported screw feels a bit stiff/jammed. And also reported inpen was smells insulin very strongly, so possible leak. The customer reported blood glucose value of 19.3 mmol/l. The customer reported hyperglycemia was treated with manual injection/insulin pen. The event involved product(s) mmt-105elgyw1. Troubleshooting was performed for high blood glucose. Customer inspected the insulin cartridge and identified leaks or moisture. Customer was advised to change the insulin cartridge. Troubleshooting was performed for screw movement issue. Customer reported retracting the inpen screw was difficult. Inpen replacement initiated. No further patient complications were reported. The customer will discontinue the use of the inpen and revert to a backup plan per healthcare professional instructions. Product return for mmt-105elgyw1 is not expected.